Event description:
It was reported the procedure was being performed on a (B)(6) male pt, (B)(6)in oncology. Prior to insertion, the clinician blocked the needle head and then pumped the ars and found air leakage. As a result, he replaced the needle with a new one and proceeded with the surgery. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).